Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on 06/20/2014 with the following findings: a test battery cap was used to verify steps. A scratched display lens was found. The bolus button is torn and responds normally. The display is dim/fading/reddish. The battery compartment is cracked below the finger pad. The cartridge and battery caps were not returned with product.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (damaged) issue. It was reported that the display was scratched. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.